Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 250 units of insulin during the load sequences. New cartridges were loaded to resolve the issues. Customer¿s blood glucose was ¿high¿, per continuous glucose monitor reading. Customer administered a correction bolus via the pump to address bg.